Event description:
The laser sys has the following problem: "no energy, laser lamp does not light up." No adverse effects to pt were reported, problem happened during maintenance.

Manufacturer narrative:
The problem was due to power supply component. After the component replacement, the laser sys restarted to work. We are unaware about pt injury, the problem happened during maintenance.